Event description:
Clinical study : same case as 600093-2006-00392,600089-2006-00393. It was reported that 246 days after a coronary artery drug eluting stenting procedure the patient expired. Target lesion 1 was a 2.5mm, 90% stenosed portion of the distal right coronary artery (dist rca). The physician treated the lesion with predilatation and successful placement of a taxus express2 8.8% 2.50x16mm drug eluting stent in the target lesion. Lesion 2 was a 2.5mm, 90% stenosed portion of the right posterior descending artery (r-pda). The physician treated the lession with predilatation and successful placement of a taxus express3 8.8% 2.50x16mm drug eluting stent in the target lesion. Lesion 3 was a 2.5mm, 95% stenosed portion of the 1st obtuse marginal (1st ob marg). The physician treated the lesion with predilatation and successful placement of a taxus express2 8.8% 2.50x8mm drug eluting stent in the target lesion. There were no complications. The patient was discharged the next day on plavix and aspirin. 246 days after the initial procedure, the patient expired. There was no autopsy, in the opinion of the physician the cause of death was cardiac arrest, congestibe heart failure and cardiomyopathy. The relationship of death to the target vessel is unknown.